Event description:
A medtronic representative reported an alleged inaccuracy of 2-3cm during a lumbar fusion surgery with the awl and probe tip instruments. The surgeon completed the procedure with the use of the stealthstation s7 system. No impact on the patients outcome was reported.

Manufacturer narrative:
The patient demographic is unavailable from the site. No investigation has been performed as of this report to date.